Manufacturer narrative:
Insulin pump had scratched case and scratched keypad overlay noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was being sent for recycling or cleaning. Device was being replaced. Nothing further reported.